Manufacturer narrative:
The returned device was evaluated. External visual inspection revealed no damage. When powered on led segments on the led digits do not illuminate. The device was able to obtain readings. Internal inspection showed the failed led segments on the instrument circuit board had intermittent open circuits across its nodes. The open circuits result in the led segments failing to illuminate. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported missing led segments on display. No patient impact or consequences were reported.